Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice: draining slowly messages during multiple drain phases of treatment. The patient also had an issue with fluid leaking. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient reported they did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. Upon follow-up, the patient stated they did not complete treatment using manuals on the night of the reported event. The patient received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue. The patient stated they did not have an issue with a fluid leak during treatment on (B)(6) 2024 but had previously found fluid in the cassette area and underneath the cycler after treatment was completed earlier this month. The patient was unable to provide an exact date of the fluid leak event. The patient stated they had last seen their peritoneal dialysis registered nurse (pdrn) on monday ((B)(6) 2024). The patient stated they did not complete treatment using manuals on the night of the reported event and has received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice: draining slowly messages during multiple drain phases of treatment. The patient also had an issue with fluid leaking. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient reported they did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. Upon follow-up, the patient stated they did not complete treatment using manuals on the night of the reported event. The patient received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue. The patient stated they did not have an issue with a fluid leak during treatment on (B)(6) 2024 but had previously found fluid in the cassette area and underneath the cycler after treatment was completed earlier this month. The patient was unable to provide an exact date of the fluid leak event. The patient stated they had last seen their peritoneal dialysis registered nurse (pdrn) on monday ((B)(6) 2024). The patient stated they did not complete treatment using manuals on the night of the reported event and has received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.